Manufacturer narrative:
The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. MFR# reference: (B)(4).

Event description:
Through follow-up, the following additional information was received. Per report, the surgeon noted an uneventful right eye (od) phacoemulsification with posterior chamber intraocular lens (pciol) procedure plus trabecular microbypass stent system implantation. Reportedly, the surgeon believes that the gonio lens was possibly a contributing factor to the patient's postoperative endophthalmitis, which was treated with a vitreous tap, intravitreal antibiotic and steroid injection. The report noted that there was no additional adverse patient impact, and the patient's current status was noted as endophthalmitis has resolved with sequelae.

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. The device identifiers were not provided; therefore, a complaint history review for this device lot number could not be completed. A review of the device labeling and associated risk documents was completed. Endophthalmitis is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. Endophthalmitis is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a trabecular microbypass stent system procedure with endophthalmitis. Additional information has been requested.